Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2014-02820. It was reported that during a stenting treatment procedure, catheter removal difficulties occurred. The target lesion was located in the right coronary artery (rca). Following deployment of the 3.0x24mm promus premier stent at 14-16 atms, the physician noted that the catheter was stuck on the luge guidewire and was difficult to remove. No patient complications were reported.